Event description:
It was reported that the nurse stated the arctic sun device was constantly alerting 07 (empty pads not complete) and stated they were not pressing the empty pads button. Device had also alerted low flow and stops therapy. Sn# (B)(6), they stated the device was leaking at 08:00 so they drained off some water. Device alerted 113(reduced water temperature control) around 09:00. The other alarms are 02(low flow) & 07(empty pads not complete). Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c, water temperature (wt) was 22c, flow rate (fr) was 0.7, inlet pressure (ip) was -6.7, mixing pump command (mpc) was 85 percentage, circulation pump command (cpc) was 35 percentage, system hours were 1056, pump hours were 945. Rn finally stated they were pressing the empty pads button to cause the 07 alarm. Explained that the pump could be going out soon as the mixing pump command (mpc) was at 85 percentage was a little high. They could send to biomed after therapy for a functional check. Had rn disconnected and reconnected pads reconnecting holding nowhere near connectors and confirm audible clicks. Flow rate (fr) was increased to 1.3l/m (adult medium pads). Disconnected pads and placed in manual mode inlet pressure (ip) was-6.8psi, mixing pump command (mpc) was 0, circulation pump command (cpc) was 35 percentage, flow rate (fr) was 1.3l/m. Had nurse disable manual control and resume therapy. Flow rate (fr) was increased to 2.2l/m. Discussed how proper pad coverage was crucial for therapy. Explained how patient was 180lbs, so it was suggested they be in size large pads or another pad can be added for proper coverage. Suggested calling back if there were any other alerts/alarms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The other alarms are 02 (low flow) & 07 (empty pads not complete). Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c, water temperature (wt) was 22c, flow rate (fr) was 0.7, inlet pressure (ip) was -6.7, mixing pump command (mpc) was 85 percentage, circulation pump command (cpc) was 35 percentage, system hours were 1056, pump hours were 945. Rn finally stated they were pressing the empty pads button to cause the 07 alarm. Explained that the pump could be going out soon as the mixing pump command (mpc) was at 85 percentage was a little high. They could send to biomed after therapy for a functional check. Had rn disconnected and reconnected pads reconnecting holding nowhere near connectors and confirm audible clicks. Flow rate (fr) was increased to 1.3l/m (adult medium pads). Disconnected pads and placed in manual mode inlet pressure (ip) was -6.8psi, mixing pump command (mpc) was 0, circulation pump command (cpc) was 35 percentage, flow rate (fr) was1.3l/m. Had nurse disable manual control and resume therapy. Flow rate (fr) was increased to 2.2l/m. Discussed how proper pad coverage was crucial for therapy. Explained how patient was 180lbs, so it was suggested they be in size large pads or another pad can be added for proper coverage. Suggested calling back if there were any other alerts/alarms. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "functional verification perform the following functional verification procedure after initial setup and installation of the control module. 1) power on the control module 2) from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 3) from the hypothermia therapy screen, press the manual control button to open the manual control window. 4) use the up and down arrows to set the manual control water target temperature to 40c and the duration to 30 minutes. 5) press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. 6) monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. 7) verify that the flow rate reaches at least 1.5 liters/minute. 8) verify that the water temperature increases to 30c. 9) press the stop button. 10) set the manual control water target temperature to 4c and the duration to 30 minutes. 11) press the start button to initiate manual control. 12) monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6c. 13) press the stop button to stop manual control 14) press the cancel button to close the manual control window 15) power off the control module." A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device was constantly alerting 07 (empty pads not complete) and stated they were not pressing the empty pads button. Device had also alerted low flow and stops therapy. Sn# (B)(6) they stated the device was leaking at 08:00 so they drained off some water. Device alerted 113 (reduced water temperature control) around 09:00. The other alarms are 02 (low flow) & 07 (empty pads not complete). Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36c, water temperature (wt) was 22c, flow rate (fr) was 0.7, inlet pressure (ip) was -6.7, mixing pump command (mpc) was 85 percentage, circulation pump command (cpc) was 35 percentage, system hours were 1056, pump hours were 945. Rn finally stated they were pressing the empty pads button to cause the 07 alarm. Explained that the pump could be going out soon as the mixing pump command (mpc) was at 85 percentage was a little high. They could send to biomed after therapy for a functional check. Had rn disconnected and reconnected pads reconnecting holding nowhere near connectors and confirm audible clicks. Flow rate (fr) was increased to 1.3l/m (adult medium pads). Disconnected pads and placed in manual mode inlet pressure (ip) was -6.8psi, mixing pump command (mpc) was 0, circulation pump command (cpc) was 35 percentage, flow rate (fr) was1.3l/m. Had nurse disable manual control and resume therapy. Flow rate (fr) was increased to 2.2l/m. Discussed how proper pad coverage was crucial for therapy. Explained how patient was 180lbs, so it was suggested they be in size large pads or another pad can be added for proper coverage. Suggested calling back if there were any other alerts/alarms.